Event description:
The customer contact reported the clave port remained in the open position; subsequently, a leak of chemotherapy agent was noted. The primary tubing set was being used to deliver an unspecified solution. At an unspecified time, an unspecified tubing set was connected to a spiros closed male connector which was connected to the distal clave y-site of the primary set, for delivery of an unspecified concentration of carboplatin and taxol. After an unspecified length of time in use, the nurse noted leakage of solution from the connection of the clave y-site and the spiros closed male connector. The solution that leaked was cleaned up according to the user facility's protocol. The primary tubing set was replaced and the therapy was resumed. The customer contact reported "the silicone housing within the blue port is getting stuck or jammed down into the blue housing and it is not springing back." There were no reported adverse pt effects and no delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).